Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual inspection: the probe was clean and the aperture was 100% closed. The saline cap was not returned. No damage was identified to the rear housing. It was noted an unknown substance was found on the sample notch. It was also noted that the distal tip was found bent under magnification. The unknown substance was swabbed and scanned in the ftir scanner. The results indicated that the residue was a match to silicone based compounds. Silicone in this area is not considered a foreign material, as it is used in the manufacturing of the device. Operator awareness training was completed regarding excess silicone on the probe cutter. No other anomalies were noted. Functional/performance evaluation:functional evaluation was not necessary due to the nature of the complaint. Medical records review:medical records were not provided; therefore, a review could not be performed. Image/photo review: image/photos were not provided; therefore, a review could not be performed. Conclusion:the probe was examined under magnification, and an unknown substance was found on the cutter. The substance was scanned using a spectrometer, and was found to be silicone. This silicone is not considered a foreign material, therefore the investigation is unconfirmed for foreign material. However, the investigation is confirmed for a dulled needle tip. Per the evaluation results, the unknown substance on the returned probe was found to be silicone, which is a substance used on the manufacturing of the device. Although the material is not foreign, there was excess silicone present on the device. Therefore, operator awareness training was completed at the manufacturing site. However, the definitive root cause for the identified dulled tip could not be determined. Labeling review: the current instructions for use (IFU) states: how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe cover was removed and allegedly a gel like substance was found on the tip of the probe. Reportedly, another probe was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a stereotactic breast biopsy, the probe cover was removed and allegedly a gel like substance was found on the tip of the probe. Reportedly, another probe was used to perform the procedure. There was no patient contact.